Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. Between 06/27/2025, and 06/29/2025, the patient reported experiencing continuous glucose monitor inaccuracies. During this period, the cgm was reportedly displaying glucose values within the ¿normal range.¿ at one unspecified point, the cgm showed a reading of 150 mg/dl, while a concurrent bg meter reading was 300 mg/dl. The patient was using an omnipod insulin pump at the time. On 06/29/2025, the patient again noted cgm inaccuracies. Although the device was calibrated, the cgm readings did not adjust accordingly. Despite these discrepancies, the patient continued wearing the same sensor. Later that day, the patient began experiencing symptoms of vomiting and dehydration. At that time, the cgm displayed a high glucose reading, though no bg meter comparison was documented. The patient was subsequently taken to the emergency room (ER), where the bg meter reading was 500 mg/dl, and the cgm continued to display high. It was reported that the omnipod insulin pump ¿did not work¿ during this period of elevated glucose, and this issue was communicated to insulet. In the ER, the patient¿s ketone levels were tested, and a diagnosis of diabetic ketoacidosis (dka) was confirmed. Treatment included IV fluids, an IV insulin drip, and sodium supplementation. The patient was discharged on (B)(6) 2025 and was reportedly ¿feeling better¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator between 06/27/2025-06/29/2025 as cgm was reportedly displaying glucose values within the ¿normal range.¿ at an unspecified time, the reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm displayed a high on (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid when checked in the ER on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.